Event description:
An assistant director reported that during a cataract extraction with an intraocular lens (iol) implant procedure, multiple eye surgeons have reported cracking, scratches and haptic breaking of clareon intraocular lens during implantation/insertion for cataract surgery affecting multiple patients. There were two (2) incidences identified for broken haptics and four (4) cracked/scratched incidences of the intraocular lens. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).